Manufacturer narrative:
Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received in a deployed state as the pink slide insert was in the top housing window. Corrosion was observed inside the device. Fluid was unable to travel the complete fluid path due to a tear in the unexposed soft cannula which resulted in a leak. The observed corrosion aligned with the location of the tear indicating that the unexposed soft cannula tear was the leak source which resulted in the fluid ingress and corrosion observed inside the device. Inspection of the download and patient history buffer (phb) data found no issues that would suggest a problem with insulin delivery. The investigation confirmed that the internal leak prevented insulin to be delivered as expected. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 400 mg/dl while wearing the pod on the leg for an unspecified duration. Investigation of the pod found a tear in the internal portion of the cannula. The device was originally reported due to the patient being unsure if the pod was delivering insulin.